Event description:
(B)(6) study. It was reported that pericardial effusion occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 31mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 26mm. Prior to the index procedure, 81 mg aspirin was administered and after the implant the subject was started on aspirin and apixaban. The patient was discharged the next day. On (B)(6) 2018, the patient presented to emergency department with complaints of chest pressure and shortness of breath since 3 weeks. The patient also reported a cough which had not been significantly productive. The same day the patient was admitted to the hospital for further diagnosis and treatment. Chest x-ray revealed left lower lobe consolidation and small pleural effusion compatible with pneumonia. EKG showed sinus rhythm at a rate of 94, no acute st segment changes were seen. The angio chest and CT revealed massive pericardial effusion with imaging features concerning for cardiac tamponade. There was no pulmonary embolism noted. There was moderate bilateral pleural effusion with subjacent atelectasis. A 20 mm left lower lobe pulmonary nodular opacity was noted, which might represent abutting pulmonary nodules. A cardiology consult and further follow-up was recommended. The patient was started on antibiotics and infectious disease service was consulted. On (B)(6) 2018, transthoracic echocardiogram (tte) revealed a large circumferential pericardial effusion with tamponade and rv diastolic collapse. There was a mild concentric left ventricular hypertrophy. The left ventricular chamber size was normal. There was normal left ventricular systolic function noted. The estimated ejection fraction was 60-65%. The right ventricular global systolic function was also normal. The right ventricular cavity size was normal. The next day ultrasound guided "percardiocentesis" was performed and 1300cc of bloody pericardial effusion was drained through pericardium. Transesophageal echocardiogram (tee) revealed a trivial pericardial effusion afterwards. On (B)(6) 2018, the symptoms were improved and the drain was removed. A repeat tte revealed a small pericardial effusion. A normal left ventricular chamber size was visualized. There was a mild concentric left ventricular hypertrophy normal left ventricular systolic function. The estimated ejection fraction was 60-65%. Chest x-ray revealed stable incomplete aeration of the lung bases with moderate pleural effusion. No pneumothorax was detected and mediastinal structures were non displaced. On (B)(6) 2018, a repeat tte revealed similar findings in comparison to the previous one with very minimal pericardial effusion. On (B)(6) 2018 repeat chest x-ray was performed and showed similar findings and moderate pleural effusion. The patient was treated conservatively with diuresis with good response. The pulmonary department was consulted and outpatient follow up was advised for pleural effusion. On (B)(6) 2018, the event pericardial effusion was considered resolved and the patient was discharged from the hospital in stable condition. On (B)(6) 2018, 45-day follow-up echocardiography confirmed no evidence of pericardial effusion. There was a complete laa seal noted.